Event description:
It was reported to Boston Scientific Corporation that a CRE Fixed Wire Dilatation Balloon was attempted to be used during an Esophagogastroduodenoscopy (EGD) procedure for trouble swallowing performed on (b)(6)2026.During the procedure, the balloon was inserted into the scope and inflated to 18mm. The balloon subsequently popped while inflated. No further information has been obtained despite good faith efforts. The procedure was completed with another CRE Fixed Wire Dilatation Balloon.There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block H6:IMDRF Device Code A0402 captures the reportable event of balloon burst.